Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop and controller reset due to depletion of the external 14v lithium-ion batteries and the system controller's internal backup battery. A direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported stroke, sepsis and driveline infection could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 26feb2021 23:36:13 through 01mar2021 17:25:34; the remainder of the log file was reset to 01jan2001 01:00:00. On 01mar2021 at 16:09:39 when no external power was captured after the patient¿s batteries were fully drained. No external power remained until 17:25:34 when the clock reset to the default settings of 01jan2001 01:00:00; it is unable to be determined how long the pump was off. Also, of note, numerous transient elevations in pump power as high as 10.7 watts were captured throughout the log file. Corresponding elevations in calculated flow as high as 12 lpm were also captured. Average pi ranged from 1.9-7.3. Numerous pi events were also captured throughout the log file. No other abnormal hazards or faults were captured throughout the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-63022. No product is available for investigation. Incidental findings: of note, numerous transient elevations in pump power as high as 10.7 watts were captured throughout the log file. Corresponding elevations in calculated flow as high as 12 lpm were also captured. The relevant sections of the device history records for vad-63022 were reviewed and showed no deviations from the manufacturing quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Stroke and sepsis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Section 1 also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 6 also outlines care instructions in reference to preventing infection. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. The patient handbook further instructs the user to inspect the driveline exit site daily for signs of infection and provides the recommended actions to take in the event there is an infection. Section 2, ¿how your heart pump works¿, also outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2021. The patient was diagnosed with acute ischemic cva (stroke) and sepsis. The patient was non-compliant with anticoagulation therapy and routine testing. Computed tomography angiography (cta) of the head, chest, neck , abdomen and pelvis was performed. Doppler ultrasound of bilateral lower extremities. The patient had symptoms of left facial droop, left arm flaccid, left leg weakness , right gaze preference. The patient was reported to be stable with acute to subacute right middle cerebral artery (mca) distribution infarct with no intracranial hemorrhage. Restarted on coumadin and aspirin (asa). Transferred to long term rehab facility. The plan of care was to continue heart failure therapy, continue coumadin w/ lovenox bridging, and asa, control hypertension, and continue merrem 7-10 days intravenous (IV) for extended spectrum beta-lactamase (esbl) from driveline culture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found by the police department in an abandoned van incoherent and disheveled. The patient was brought to the emergency room where it was noted that his controller was not attached to any 14 v batteries and the controller was dead. Pump light was off. The patient was connected to 14 v batteries and pump restarted. When the vad team tried to interrogate the device only three events showed up on the list, one including the pump off message . The vad team was unable to retrieve a time or date from the history. A log file review was requested. During the analysis of the log file we observed a low voltage hazard on (B)(6) 2021 at 6:30 to 6:31. There was another low voltage hazard on (B)(6) 2021 at 14:39 that was when the patient had the issue mentioned. The pump looks to have gone into no external power at 16:09 and remained until 17:25 where the clock reset to default settings of (B)(6) 2001. It was unknown how long the pump was off for since the batteries were disconnected and the controller was worn down until it lost power. These occurred due to the patient running the batteries down below the hazard threshold. No product was exchanged during the hospitalization visit. The controller regained full function once connected to a power source and back up battery recharged. Patent drained both 14v batteries and his 11v being unable to attend to his own equipment due to ongoing symptoms of stroke which he did not report until he was discovered by the police department.